Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set was leaking at site on (B)(6) 2026. The infusion set was replaced, and insulin delivery resumed successfully. No further information available.